Event description:
Additional information was received indicating that the leads were capped and replaced to resolve the event and the patient was stable. No damage was visually observed on the leads during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-72997. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced on the rv lead. Abbott technical support was contacted and confirmed the event. Technical support also observed noise resulting in oversensing and automatic mode switch episodes on the right atrial (ra) lead. Rv and ra lead damage is suspected, although not confirmed. No intervention has been performed at this time. The patient was in stable condition.